Event description:
Lead implanted 11/21/96. Initial impedences on her first visit 12/9/96 measured 658 ohms, and gradually increased to a high of 785 ohms on 2/20/98. Since that time, impedences have gradually decreased, measuring 543 ohms today. Since she has a history of syncope before her pacer was implanted, reporter will electively replace the lead before it totally fails for impending bipolar insulation failure.